Event description:
A cook fuhrman pleural and pneumopericardial drain -pig tail- was placed in pt's chest cavity this morning. The pleura vac was connected without an air leak. Later that afternoon, md noted an air leak. When the md assessed the pt, he noted that the pigtail catheter was disconnected from the hub. On chest x-ray, the catheter was in the pleural cavity. Surgery was consulted, an intervention was required to retrieve the catheter from inside the pt's chest cavity. The skin was cut to access the pleural cavity, and the catheter was removed.